Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that customer experienced hypoglycemia with the blood glucose value of 30 mg/dl and reported over delivery of insulin. The current blood glucose value was 185 mg/dl. Troubleshooting was performed. Hyperglycemia was treated by emergency medical service and customer took a shot by paramedics and was unsure of what it was. Customer does not report any symptoms related to hypoglycemia event. The pump was used with in the 48 hours for the reported event. Smart guard/auto mode feature was active at the time of event. No further patient complications were reported. Customer was advised that the pump will be replaced and the insulin pump will be returned for analysis.

Event description:
The device was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Retainer ring = black. Case type = ngp. The customer received treatment form the ems for low bgs at his home on (B)(6) 2022. On svn (B)(6) the customer alleged possible under delivery anomaly and high bg/dka on (B)(6), 2022. On svn (B)(6) the customer stated he had a severe low bg/possible over delivery anomaly and was treated by paramedics at his home on (B)(6), 2022. The insulin pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.0873 inches. No damage noted on the original battery cap. The following were noted during visual inspection: scratched case and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. The insulin pump did not have a battery installed when received. There were no boluses listed on the event date september 26, 2022 in the insulin pump history file. There was no auto suspend alarm, user suspended alert or insulin pump errors noted on the event date september 26, 2022 in the insulin pump history file. There were 245 boluses listed on the event date october 25, 2022 in the insulin pump history file. Please see below the first 10 boluses listed on the event date october 25, 2022 in the insulin pump history file. October 25, 2022 00:04:51.000 normalbolusdelivered bolusprogrammingmethod = cl1 micro bolus (670 only) normalbolusamountprogrammed = 0.325 bolusamountdelivered = 0.325 october 25, 2022 00:09:49.000 normalbolusdelivered bolusprogrammingmethod = cl1 micro bolus (670 only) normalbolusamountprogrammed = 0.325 bolusamountdelivered = 0.325 october 25, 2022 00:14:49.000 normalbolusdelivered bolusprogrammingmethod = cl1 micro bolus (670 only) normalbolusamountprogrammed = 0.325 00:19:48.000 normalbolusdelivered bolusprogrammingmethod = cl1 micro bolus (670 only) normalbolusamountprogrammed = 0.325 bolusamountdelivered = 0.325october 25, 202200:23:12.000 normalbolusdelivered bolusprogrammingmethod = cl1 bg correction (670 only) normalbolusamountprogrammed = 1.4 bolusamountdelivered = 1.4 october 25, 202200:24:52.000 normalbolusdelivered bolusprogrammingmethod = cl1 micro bolus (670 only) normalbolusamountprogrammed = 0.325 bolusamountdelivered = 0.325 october 25, 2022 00:29:49.000 normalbolusdelivered bolusprogrammingmethod = cl1 micro bolus (670 only) normalbolusamountprogrammed = 0.325 bolusamountdelivered = 0.325 october 25, 2022 00:34:39.000 normalbolusdelivered bolusprogrammingmethod = cl1 micro bolus (670 only) normalbolusamountprogrammed = 0.125 bolusamountdelivered = 0.125 october 25, 2022 00:39:43.000 normalbolusdelivered bolusprogrammingmethod = cl1 micro bolus (670 only) normalbolusamountprogrammed = 0.225 bolusamountdelivered = 0.225 october 25, 202200:45:00.000 normalbolusdelivered bolusprogrammingmethod = cl1 micro bolus (670 only) normalbolusamountprogrammed = 0.275 bolusamountdelivered = 0.275 the insulin pump passed the functional testing. Unable to confirm alleged high bg's/dka/low bg's. Possible over delivery anomaly was not confirmed. Possible under delivery anomaly was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.